Event description:
It was reported that the physician experienced difficulty with stylets sticking in the trial leads and suspected that it was due to a recent change in the stylets that removed the coating. It was later reported that the issue involved was believed to be in regard to steerability, rather than the stylet sticking. The physician experienced some difficulty in attempting to steer the lead using only the stylet. The stylet was then locked together with the lead (as it should be), and it was possible to steer the lead properly. There was also reported a possible instance of a stylet handle breaking free from the stylet wire. The physician experienced difficulty getting the lead body to turn when the stylet handle was rotated. It was unclear whether it was the wire that broke free from the stylet handle, or if rotation/torque at the handle was not delivered to the distal portion of the lead. No further details, patient symptoms or outcome were provided at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).